Manufacturer narrative:
In speaking with olympus technical support via the phone, the reporter stated that the users select a and b inputs on the monitor to switch between video views. The user was not receiving a video signal to port b on the monitor. The additional information was available at the time. An email was sent to the reporter to acquire additional information regarding the event. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, port b on the monitor was not receiving a video signal (image) while being used with the evis exera iii video system center. No patient harm reported. Additional information was received from the customer. The customer stated the issue had been resolved. The issue was due to a local connectivity issue. There was a system that was not on that provided the second feed. The customer was not familiar enough with the system at the time to realize what the issue was.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported image failure. The subject device had met all specifications before shipment. The image issue was resolved at the user facility and the subject device was not returned to olympus for physical evaluation. The investigation could not establish the root cause of the reported problem. Olympus will continue to monitor field performance for this device.